Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery side of case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked retainer, partially faded serial number label, stained keypad overlay, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery side of case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.